Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However; device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.